Manufacturer narrative:
(B)(4). Concomitant medical products - vanguard cruciate tibial bearing # item 183440, lot unk; biomet cc I-beam tray 67mm # item 141223, lot unk; vanguard cr ilok fem-lt # item 183026, lot unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07827, 0001825034-2018-07830 and 0001825034-2018-07824. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was treated with injection for pain one year post initial surgery. Attempts have been made and additional information on the reported event is unavailable.